Event description:
It was reported to olympus, that the evis exera ii gastrointestinal videoscope did not insufflate. The issue was found after the procedure. Inspection and testing of the returned device found that the air/water cylinder and air/water tube had foreign material. It was also noted that foreign material resemblind plastic fibers from a brush were found inside the nozzle. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that no water was fed due to clogging of the nozzle. It was also noted that the bending angle in the up and down direction did not meet standard value due to wear of the angle wire. The forceps channel port was shaved and grip had a scratch. The air/water cylinder had corrosion and no color. The scope cylinder had no color and water tightness was lost due to deformation of the scope connector. The switch flexible printed circuit unit cover, electrical connector, scope connector, electronic export information flexible printed circuit and charge coupled device flexible printed circuit had corrosion due to water leakage. The plastic distal end cover had a scratch and the adhesive on the bending section rubber had a crack. The adhesives around the objective lens and light guide lens had discoloration. It was noted that all reprocessing was done according to instructions for use prior to the device being returned to olympus. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the adhesion/clogging of the material at the air/water cylinder, the air/water channel, and the nozzle were confirmed. It could not be specified what the foreign material was and the root cause of the remaining foreign material. The foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from scope connector. There was no report that the device was used for procedure while the events occurred. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU). Cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The following instructions for use (IFU) were identified which could have detected/prevented the phenomenon: ¿ the instruction manual evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. ¿ the instruction manual evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures describes how to prevent the suggested event. Olympus will continue to monitor field performance for this device.